Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device-uterus / subsequently discovered during a c-section that her essure device had migrated'), embedded device ('essure coil noted embedded in the fundus of the uterus') and pregnancy with contraceptive device ('pregnancy (with complications) / became pregnant') in a 32-year-old female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 ((B)(6) 2001; (B)(6) 2003; (B)(6) 2006; (B)(6) 2009; (B)(6) 2011), blood pressure high, weight loss, c-section, fever, pain and appendectomy. Concurrent conditions included fibroids, menometrorrhagia, anemia, enlargement uterine, fatigue, palpitations, vaginal discharge, constipation and abdominal pain. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and lisinopril. In 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and abdominal pain had not resolved and the embedded device and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure explant date (B)(6) 2015 and (B)(6) 2016. Insertion date and removal date provided in summon are (B)(6) 2009 and (B)(6) 2015 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful bilateral fallopian tube occlusion post micro insert placement. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal haemorrhage, vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: all source document and reference section from deletion case (B)(4) were transfer to this case. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device-uterus'), embedded device ('essure coil noted embedded in the fundus of the uterus') and pregnancy with contraceptive device ('pregnancy (with complications)') in a 32-year-old female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 ((B)(6) 2001; (B)(6) 2003; (B)(6) 2006; (B)(6) 2009; (B)(6) 2011), blood pressure high, weight loss, c-section, fever, pain and appendectomy. Concurrent conditions included fibroids, menometrorrhagia, anemia, enlargement uterine, fatigue, palpitations, vaginal discharge, constipation and abdominal pain. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and lisinopril. In 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and abdominal pain had not resolved and the embedded device and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure explant date (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful bilateral fallopian tube occlusion post micro insert placement. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal haemorrhage, vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: plaintiff fact sheet and medical record were received. Events per mr: essure coil noted embedded in the fundus of the uterus. Medical history and concurrent condition were added. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device-uterus") and pregnancy with contraceptive device ("pregnancy (with complications)") in an adult female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (((B)(6) 2001; (B)(6) 2003; (B)(6) 2006; (B)(6) 2009; (B)(6) 2011)), blood pressure high, weight loss, c-section, blood pressure high, fever and pain. *she underwent an essure confirmation test. Concomitant products included lisinopril. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and abdominal pain had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful bilateral fallopian tube occlusion post micro insert placement. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal bleeding, vaginal discharge, pelvic pain. Most recent follow-up information incorporated above includes: on 17-apr-2019: mr received : lot no. Was added. New reporter contact information was added. Patient's information was updated. Lab data was added. Patient's demographics were added. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device-uterus") and pregnancy with contraceptive device ("pregnancy (with complications)") in an adult female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 ((B)(6) 2001; (B)(6) 2003; (B)(6) 2006; (B)(6) 2009; (B)(6) 2011), blood pressure high, weight loss, c-section, fever and pain. Concomitant products included lisinopril. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and abdominal pain had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful bilateral fallopian tube occlusion post micro insert placement. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal haemorrhage, vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device-uterus") and pregnancy with contraceptive device ("pregnancy (with complications)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 (((B)(6) 2001; (B)(6) 2003; (B)(6) 2006; (B)(6) 2009; (B)(6) 2011)), blood pressure high, weight loss, c-section and blood pressure high. Concomitant products included lisinopril. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and abdominal pain had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results: she underwent an essure confirmation test. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.